Event description:
Abbott was made aware that on an unknown date, a 21mm trifecta valve was implanted. In october 2018, valve deterioration was identified. The patient was to be seen at another facility; however, it was reported that on (B)(6) 2018, the patient expired prior to the follow-up visit. All attempts to obtain additional information have been unsuccessful. Abbott was made aware of this event from ansm and information was limited.

Manufacturer narrative:
An event of unspecified valve deterioration and patient death was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Abbott was made aware that on an unknown date, a 21mm trifecta valve was implanted. In (B)(6) 2018, valve deterioration was identified. The patient was to be seen at another facility; however, it was reported that on (B)(6) 2018, the patient expired prior to the follow-up visit. Abbott was made aware of this event from (B)(6) and information was limited. Additional information has been requested from the user.